Event description:
The surgeon attempted to insert a plate collamer lens model cc4204bf. The lens tore in the cartridge prior to insertion. The lens was not inserted and there was no patient contact or injury. This is two of two lenses used for the same patient. See report # 2023826-2005-01307.